Event description:
The patient reported that the load step is not starting. The patient is able to prime the pump. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged. This is being reported based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. During evaluation, loss of cartridge detection occurred. Unrelated to the event the battery compartment was found to be cracked, and the display was found to have a reddish tint. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.